Manufacturer narrative:
UDI - (B)(4). Initial reporter's complete address was not provided. Reporter's phone number: (B)(6) . The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device did not work at all. During service and evaluation, it was observed that the motor device blades were damaged and had too little power. It was also noted that the device failed pre-repair diagnostic tests for outer hose inspection, rotations per minute (rpm), and safety assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.